Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that a patient presented to clinic for follow up for lead replacement procedure. The right ventricle (rv) lead exhibited failed to capture at high output mode and was dislodged. The physician elected to explant the rv lead and replaced with a new one. The patient was stable throughout the procedure.

Event description:
It was reported that a patient presented to clinic for follow up for lead replacement procedure. The right ventricle (rv) lead exhibited failed to capture at high output mode and was dislodged. The physician elected to explant the rv lead and replaced with a new one. The patient was stable throughout the procedure.